Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The instrument was not generating differential test results when the leak was noticed. The volume of the leak was about 30 ml and was not contained within the instrument. The operator was wearing gloves and a lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the upper sheath restrictor tubing had popped off the fitting of the upper sheath coil. The fse reattached the tubing and the instrument ran without any leaks and giving proper differential results. The repairs were verified per established procedures. Identification of failure modes: the cause of the leak was the upper sheath restrictor tubing had popped off the fitting of the upper sheath coil. No erroneous results were generated for this event. Upon recur, the failure mode identified is likely to cause erroneous differential or reticulocyte test results because of improper rinsing of the flow cell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).